Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn downstream occlusion (dso) seal. Functional testing was unable to duplicate the reported problem. However, the dso seal was worn. The dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 41110 on startup. There was no patient involvement.